Event description:
It was reported that the pump miscalculated boluses. The customer experienced an elevated blood glucose (bg) level of 52 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. Customer was educated caller on correction bolus calculations with insulin on board. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.